Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte has incorrect label information. The manufacturing date is different in the product pack from the date in coa.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of packaging issue ¿ product packaging was confirmed upon inspection of the photo. Analysis of the photo showed there is a discrepancy in manufacture date on the shipper label when compared to the certificate of compliance. Bd determined that the cause of the failure was incorrect set up in system for the manufacturing date entry. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.